Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this was attempted due to tissue in the helix. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received which indicates that the attempted left bundle branch (lbb) brady lead could no longer deploy the helix due to tissue being embedded in the lead tip. The brady lead will not be returned for analysis.